Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 505 mg/dl at the time of the incident. The customer also stated that the insulin pump received post reset ram crc alarm and power loss alarm. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.